Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The same day the patient was hospitalized for the event. On an unreported date the patient began treatment with an unspecified antibiotic and "lipid anti-coagulant therapy" given in "pd fluid". The day after onset, the patient began treatment with ceftazidime injection, "1 gram/branch", every night (route not reported) and intraperitoneal injection of cefazolin injection "1 gram/branch" every night for peritonitis. Five days later, treatment with ceftazidime and cefazolin was stopped. The patient was discharged 14 days after hospital admission and was recovered the same day. On an unreported date, pd solution was reduced. No additional information is available.